Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The reported problem was confirmed. A faulty printed circuit board (patient board set) was found, causing no image on olympus series 180 scopes.

Event description:
A user facility reported to olympus that no image was produced, only patient data observed. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the synchronization circuit of the patient board set.